Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported ¿severe stiffness¿ and subsequent revision cannot be determined; however, it was reported the patient outcome is ¿resolved.¿ therefore, no further clinical/medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment or wear. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a surgery had been performed on (B)(6) 2019 the patient experienced severe stiffness. This adverse event was resolved by revision surgery on (B)(6) 2021. The subject was hospitalized and treatment was necessary to prevent permanent impairment of knee function or knee structure. The current health status of the patient in unknown.